Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause was a defective latch sensor. The latch sensor will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that, "the pump encounters the problem "cassette not locked." There was unknown patient involvement and unknown patient harm/adverse event reported.